Manufacturer narrative:
The customer¿s report of an underinfusion of dilaudid was confirmed in the pcu event log. The pcu event log shows pca module s/n (B)(4) was programmed to infuse a pca dose + continuous infusion of hydromorphone opioid tolerant 30mg/30ml (drugid 318) at 2:34 am on (B)(6) 2019 using a 60ml monoject syringe with 22.9109ml detected. The user entered 0.5mg for the pca dose, the lockout interval was 20 minutes, the continuous dose was 0.2mg/hr and the max limit was 1.1mg/1hr. Each pca request delivered 0.2ml. The infusion ran until 8:40 am when the device was channeled off. At 8:48 am, the user programmed a pca dose only infusion of hydromorphone opioid naïve 30mg/30ml (drugid 316). The only choice for this drug was pca dose only. The user changed the lockout interval to 15 minutes, the pca dose was 0.5mg and the max limit was 1.1mg/1hr. The infusion ran until 9:55 am. The volume recorded during this period was 0.4ml which consisted of 2 pca dose requests. The pcu event log review indicated that the infusion began as an opioid tolerant 30mg/30ml pca dose of 0.5mg + continuous infusion at 0.2mg/hr with a lockout interval of 20 minutes. The max limit was 1.1mg/1hr. The pcu event log also shows that at 0848, opioid naïve 30mg/30ml (drugid 316). The only choice for this drug was pca dose only. The user changed the lockout interval to 15 minutes, the pca dose was 0.5mg and the max limit was 1.1mg/1hr. The infusion ran until 9:55 am. The volume recorded during this period was 0.4ml which consisted of 2 pca dose requests. The root cause of the underinfusion of dilaudid was identified as due to user programming.

Event description:
It was reported that the patient began to complain of uncontrolled pain. Upon assessment, it was found that the 60ml syringe contained more medication than expected during a pca infusion of dilaudid at a continuous rate of 0.5mg/hr and a pca dose of 0.2mg every 15 minutes with a lockout dose of 1.1mg/hour. The customer later stated that the patient's pain was resolved when a new device was placed and there were no lasting effects caused to the adult patient from the event

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that there was a possible pca over infusion that occurred in the iccu, however in obtaining event details it suggest that the event was an under infusion. During a pca infusion of dilaudid infusing at a continuous rate of 0.5 mg/hr with pca dose of 0.2 mg every 15 minutes with a lockout dose of 1.1 mg/hour the patient experienced uncontrolled pain that caused the nurse to troubleshoot the infusion.